Manufacturer narrative:
The company representative instructed the customer on how to change parameters and to optimize the system for better surgical outcome. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported to a company representative; it seems consistent that the limbal relaxing incision predicts less astigmatism then the aphakic refraction prediction during intraoperative aberrometry. The reporter has had some cases lately in which system predicted toric lens is too strong and in the wrong axis. If he had gone with the astigmatism measured preoperatively it would have been more accurate. Additional information has been requested.